Manufacturer narrative:
Additional information was provided on 10dec2025. This event for the occluded cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-74-zt) no longer meets the qualifications for a reportable event. Only one cook zenith flex with spiral-z technology aaa endovascular graft iliac leg was occluded and that event is captured in MDR report #1820334-2025-01507. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Event description:
It was reported to cook that a zenith flex with spiral-z technology aaa endovascular graft iliac leg occluded during a reintervention procedure. The patient had undergone a procedure approximately ten years ago where a william cook australia zenith fenestrated (zfen) device had been placed. On (B)(6) 2025 the patient underwent a reintervention procedure to treat bilateral type 1b endoleaks. One side was embolized and extended into the external iliac. One the other side an attempt was made to seal in the common iliac artery with a plan to use a cook iliac branch device later if needed, as this was not the emergent side. It was reported one side "went down". The physician attempted to salvage and open but was unsuccessful. A femoral-to-femoral bypass was completed and was unsuccessful. Another bypass (type unknown) was completed. The end result was an above the knee amputation. Initially, the patient's blood work did not show the patient to be heparin induced thrombocytopenia positive (hit). However, it was later confirmed the patient was hit positive. The patient was not doing well when the cook representative attempted to get details on the course of events. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The focus of this report is the zenith flex with spiral-z technology aaa endovascular graft iliac leg that occluded during the reintervention procedure on (B)(6) 2025.additional reports for this patient with manufacturer reference numbers (B)(4) will be submitted.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.